Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) which was detected via patient remote monitoring system. Rv threshold and sensing were normal. Additional information indicated that a field representative discovered the first oor sli shortly after implant. The threshold and sensing were normal. A chest x-ray was performed and showed no discernible fracture or spacing in the header. Also, it was reported that the patient did receive an appropriate and successful 41 joule shock following the initial discovery of the observation. This patient was scheduled for a pocket and header connection revision where they will test the lead and determine the cause of the observation however, the date is not yet determined. At this time, the system remains in-service. No adverse patient effects were reported.

Event description:
Additional information obtained indicates that this right ventricular (rv) lead was fractured which caused inappropriate tachy therapy. Isometrics showed oversensing and detection for noise on the lead. Chest x-ray confirmed the finding. No pacing system analyzer (psa) testing was performed. The device was initially programmed to a single coil configuration however during next check, they noticed the same issue. Available record indicates that this rv lead was surgically abandoned in the patient with a new lead being implanted and the device still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.